Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pacemaker lead extraction and upgrade, the prelude peel away sheath was used to maintain venous access and sutured down. During removal, the top of the sheath broke away. The surgeon cut down the incision site to remove the broken off sheath. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no complaints for this lot number were identified.